Event description:
During a procedure, there were repetitive ensite x system freezes with no apparent cause resulting in cancellation of the procedure. The system was rebooted multiple times, and each time the system would freeze at different points within a few minutes. The amplifier was disconnected from the display workstation and the system froze on the abbott loading logo.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported system freezing and subsequent cancellation remains unknown.